Event description:
A bipap a40, international was returned to a third-party service center for service. The device was not in patient use. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation however, ventilator inoperative error codes related to the cpu being unable to communicate with the flow sensor using i2c bus and the cpu being unable to communicate with the pressure sensor using spi bus were confirmed in the event log. The technician recommended replacing the device's circuit board to address the issues. No repair was performed. The device will be scrapped as per customer request. Additionally, unrelated to the reportable malfunction, during the evaluation of the device at third-party service center, the device was found to be missing the accessory port cover. No repair was performed. The device will be scrapped as per customer request.